Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) did not have telemetry. The icm was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Hybrid analysis confirmed the no telemetry condition and was shown to be to a broken antenna wire. If information is provided in the future, a supplemental report will be issued.